Event description:
The catheter was implanted via accessory bolt kit ch5 dated (B)(6) 2018. Immediately after implantation no icp values were displayed. So the catheter was replaced by another catheter during ongoing surgery. The event had no impact on the state of health of the patient.